Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) received shocks for an atrial arrythmia. The physician elected to increase the rate cut-off.